Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt was wanting to meet with a rep to calibrate their stimulation as it hadn't been working for a while. Pt said they had noticed that for a couple months (confirmed this year). Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. Reviewed the role of the rep and provided nas number for hcp office to call. Additional information received. Patient reported trying forever to get the stimulation to work, therapy is not working, he is not getting stimulation on the back where he should be getting stimulation. Patient stated he should be getting stimulation on the back but he is not getting relief on the back and he is feeling stimulation on the feet and the rest of this body since 6 months ago. Patient stated he lived in ut and was seeing a mdt rep that was helping him 6 months ago. Patient stated he move to nc and he was supposed to get the new rep contact information but he haven't. Patient stated he is seeing a doctor and the hcp is sending him off to see other doctors but he wants to meet with a mdt rep. Patient stated he is in a wheel chair and does not have feeling from the knee down but he feels stimulations on the feet. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) provided nas number for hcp ofc to contact. Patient did not have rep name from (B)(6).